Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration, and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed on cutting edge, bend area and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The complaint evaluation does not confirm the probe had an aspiration failure and evaluation indicated actuation failure. The most likely cause for the actuation failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting edge gouges as well as the bent needle is due to the excessive surgical use of the probe. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The reported aspiration failure was not confirmed an exact root cause for the actuation failure and bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported suction efficiency of the probe was low during vitrectomy surgery. The surgery was completed by replacing with new product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).